Manufacturer narrative:
The product is currently undergoing investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with iphone xr phone with ios operating system version 16.4.1. Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced dizziness, trembles, blurred vision, and weakness and was unable to self-treat, requiring treatment of "glucose envelope" by third-party. There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the adc device in use with iphone xr phone with ios operating system version 16.4.1. Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced dizziness, trembles, blurred vision, and weakness and was unable to self-treat, requiring treatment of "glucose envelope" by third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The user reported missing high and low glucose alarms. Attempted to replicate the issue using similar device configuration and was not able to reproduce the complaint. Thus, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The user reported signal loss. Attempted to replicate the issue using similar device configuration, was successfully able to receive high and low glucose alarms and was not able to reproduce the complaint. Thus, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Section h10 (addtl mfg narrative) was incorrectly documented in the previous report. Correction has been made.

Event description:
An alarm issue was reported with the adc device in use with iphone xr phone with ios operating system version 16.4.1. Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced dizziness, trembles, blurred vision, and weakness and was unable to self-treat, requiring treatment of "glucose envelope" by third-party. There was no report of death or permanent impairment associated with this event.